Event description:
It was reported that the afgo valve test failed during the system check out. There was no patient involvement. (B)(4).

Manufacturer narrative:
The anesthesia workstation was investigated on site by our field service engineer (fse). The fse emptied the gas analyzer water trap, un-docked and re-docked the co2 absorber and performed numerous successful system check outs. The anesthesia workstation was returned to service. The device logs were collected and sent for evaluation. An evaluation of the received device logs confirm the reported issue. It is not likely that the the emptying of the water trap and the docking and re-docking of the co2 absorber had any impact on the reported issue. The logs show that the pressure in the fresh gas channel exceeded the allowed limit during the afgo valve test. This may indicate a slightly sluggish vaporizer bypass valve(pv5). Without further information, we are unable to determine the root cause.

Event description:
(B)(4).